Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the pump battery being unable to be charged. Subsequently, the pump shut down. The customer's blood glucose level was 409 mg/dl. Reportedly, the customer reverted to manual injections until a replacement pump arrives.